Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one 3.5x12mm onyx frontier coronary drug eluting stent to treat a mildly tortuous, moderately calcified lesion with 90% stenosis in the proximal left anterior descending (lad) artery. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used. It was reported that stent dislodgement/displaced occurred during delivery to/at lesion. A (B)(6) guide extension catheter was in use and one 2.75x38mm medtronic stent and one 3.0x30mm medtronic stent were placed. Multiple balloons were used after stent placement, and it is believed that use of the balloons deformed the proximal edge of the second 3.0x30mm medtronic stent placed. When the 3.5x12mm onyx frontier was being placed, the deformed proximal edge of the 3.0x30mm medtronic stent caused the 3.5x12mm onyx frontier to catch when sliding back into place, and the 3.5x12mm onyx frontier started to come off the balloon. The 3.5x12mm onyx frontier stent was deployed in place at the location and didn't pull completely off the balloon. The deformed proximal edge of the 3.0x30mm medtronic stent was treated with ballooning. The patient is alive with no further injury.

Manufacturer narrative:
Additional information: a non-medtronic guide extension catheter was in use and one 2.75x38mm medtronic stent and one 3.0x30mm medtronic onyx frontier stent were placed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.